Event description:
It was reported that the customer was transported via ambulance to the emergency room (ER) due to a blood glucose (bg) level of 36 mg/dl. Reportedly, the control-iq algorithm increased bolus delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg reading was above 400 mg/dl, and the meter bg reading was approximately 36 mg/dl. Additionally, customer was using humalog for over 48 hours. Bg was addressed via intravenous saline and dextrose. Reportedly, the customer was released several hours with the issue resolved. No information was provided regarding any permanent damage sustained. No additional patient or event information was available.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.